Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Due to the condition of the device when returned for analysis, functional testing could not be performed. Microscopic inspection found no irregularities in the balloon material or the markerbands. Microscopic inspection found no irregularities or defects. Microscopic and tactile inspection of the device revealed; numerous kinks in the outer shaft, a puncture in the outer 113cm from the strain relief, outer shaft stretched for 58cm in the middle of the catheter and starting 60 cm from the distal tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.